Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement is performed, the surgeon drills the acetabulum to place the pinnacle screws, when he performs this drilling the drill bit comes loose from the adapter, an attempt is made to anchor the drill bit again but the adapter does not work and does not retain the drill bit. It is decided to end with the rigid adapter and the surgery is finished without any other novelty. The patient has no conditions and there is no delay in the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.